Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported an aztreonam qc failure out of range low for pseudomonas aeruginosa when tested with the vitek 2 ast-n222 test kit. Information regarding mic values obtained, retesting and any alternate method testing was not provided by the customer. There is no indication or report from the hospital to biomerieux that the aztreonam qc failure led to any adverse event related to a patient's state of health. There is no patient directly associated with the survey sample. Culture submittals have been requested by biomerieux for internal investigation. An internal biomereieux investigation will be initiated.

Manufacturer narrative:
A customer notified biomerieux that they are unable to pass qc on their vitek 2® ast-n222 cards, lot 622366440, due to out of range low (oorl) aztreonam (atm) results with their ps aeruginosa atcc® 27853 organism. The expected range for atm is 2 - 8 and they are obtaining mics<=1. The customer's isolate was not submitted for testing so the in-house qc strain was tested. Testing of the qc strain included 4 vitek 2® ast-n222 cards from the same lot as that tested by the customer and 4 cards from a random lot and all cards gave acceptable mics=2. The complaint trend history was reviewed with no implication of a trend for this sample type. The vitek 2® ast-n222 cards are performing as expected and no further action is required.